Event description:
At about 6 years and 8 months after primary, the patient has been revised because of cemented tibial tray loosening. The surgeon revised successfully the tibial baseplate and insert.

Manufacturer narrative:
Batch review performed on 19-mar-2025. (B)(4) items manufactured and released on 09-apr-2018. Expiration date: 26-mar-2023. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department. Tibial component loosening about 7 years after primary cemented tka. From the pre-revision xray, a clear radiolucent demarcation is visible, suggesting that the component has been loose for quite some time, possibly because of poor bonding between bone/cement/implant. This type of phenomenon is described in literature and it is one of the possible adverse events following tka. No reason to suspect a faulty device as the root cause. Root cause: based on the information available no definitive root cause can be established, although it is possible that poor bonding between bone, cement and implant contributed to the event. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.